Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation against the device was confirmed. External visual inspection noted that the header was firmly attached to the pulse generator casing. A coulomb counter test was performed, and it was noted that the v230 was drawing more than allowable current. Detailed analysis confirmed that the device has leaky c5, c52 and c24 due to exposure to hydrogen.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery life status of this device already reached elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.